Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va24g57, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2023, UDI#: (B)(4). Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in a car accident (motor vehicle accident (mva), about 4 or 5 months ago and they were not able to feel stimulation since their mva. It was noted that the patient tried all programs to 8.5 and no stimulation was felt as well as symptoms returned. The rep stated that impedances were checked and they were normal. The health care professional (hcp) scheduled a revision and an x-ray was taken in the operating room (or) and the lead had migrated up their foramen. The rep noted that the environmental/external/patient factors was that that the patient had an mva. The actions/interventions taken to resolve the issue were that a revision was performed: the full system was replaced and the rep noted that "yes," the issue was resolved at the time of the report.